Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no indication or report that a malfunction of an ion system, instrument, or accessory occurred.a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 1.3 cm in size and located in the right middle lobe. Forceps were used during the procedure. Imaging modalities included c-arm fluoroscopy and rebus; staging using was ebus was performed. The diagnosis obtained from pathology was adenocarcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.